Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a suspected fracture. The lead had exhibited oversensed noise that did not inhibit pacing. Additionally, high pacing threshold measurements and high out of range pacing impedance measurements were observed. A new lead was successfully implanted with no additional adverse patient effects were reported.